Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The customer was throwing up and the insulin pump alarmed no delivery alarms during night. The blood glucose reading was 700 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.